Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat#: 139254, lot#: 540860 m2a-magnum 42-50mm tpr insrt-3. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, underwent a revision approximately 5 years later where the femoral stem was found grossly loose and allegations of metal wear. All implants were revised with competitor products. Attempts have been made and no further information has been provided.